Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was worn in sports bra which may have been exposed to moisture. Customer's blood glucose was 47 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive up and down buttons due to moisture damage keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify time clock anomaly due to unresponsive button. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.